Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen had some issues with the lcd, there was discoloration and it made it hard to see especially at night it looks like when a screen was shattered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.